Event description:
A baxter senior product specialist reported to baxter (B)(4), on behalf of a customer, of a solution administration set in which the tubing was broken. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during visual inspection. The actual sample wasn't available at the plant for evaluation; however, a photograph was available for visual inspection. The photo revealed that the tube had disconnected from the upper part of the y injection port. No other test was performed. The assignable root cause of the reported condition is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.